Manufacturer narrative:
(B)(4). Insulin pump passed sleep current measurement, active current measurement and displacement test. Pump received unexpected battery power loss and power error detected due to connector resistance issue.

Event description:
It was reported that the insulin pump had internal battery issue. The customer¿s blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.